Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " all tubes in row r have between 0-80 growth units. This issue occurred last year also. Calibrator vials have been changed but no improvement."

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " all tubes in row r have between 0-80 growth units. This issue occurred last year also. Calibrator vials have been changed but no improvement."

Manufacturer narrative:
H6: investigation summary this complaint alleges a false positive on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer called in to report growth units were detected in row r. Calibrator vials were changed but there was no improvement. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse replaced the smm in drawer a, monitored temperature, confirmed that tests and general operation was as expected. The instrument was returned to the customer in working order. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument mg3666 and (B)(4) was observed for the complaint failure mode reported. Root cause is unknown at this time. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of february. The upper control limit was not breached, and trends were not identified associated with this defect.